Manufacturer narrative:
A product investigation was performed. Part show strong marks of wear and tear during long term in use. The coupling part of the drill bit is broken off and remains in the chuck of the t-handle. Visual inspection shows that the drill bit is in complete worn condition. The cutting edges are badly damaged what does no longer allow to use this part. The drill bit could no longer cut as intended and therefore excessive force was applied during use what finally caused the breakage at the coupling part. Due to the damage, it is not possible to measure the relevant dimension. However, since this device was so long in use and after reviewing the DHR documentation we can exclude manufacturing problem as root cause for the breakage. This device has reached his end of live status. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformance's and we have to assume that mechanical force in combination with wear and tear led to the breakage of the coupling part. Please note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product related issue could be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. It is unknown when the drill bit broke. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter facility contact number (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 309.600, lot# sx405499. Manufacturing location: (B)(4), manufacturing date: apr 17, 2007. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the t-handle with chuck was received packed separately by the hospital with the notes that they were unable to open it. Before the surgery on (B)(6) 2017, the scrub staff was attempting to place the drill bit into another chuck from the synream set, but the chuck was not able to grip the drill bit. They then noticed that the end of the drill bit had come off and that the broken off piece from the drill bit was in the chuck that was packed separately. There was no delay in the surgery as this was noticed by the staff when checking the kits before the surgery. It is unknown when the drill bit broke. No patient involvement reported. Concomitant reported parts: universal chuck w/t-handle (part# unknown, lot# unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).